Event description:
Caller reported a tandem mobi cartridge alarm. There was no reported impact to the customer¿s blood glucose level. Contact mentioned a malfunction before this alarm, and the pump is being replaced. Contact declined further technical support, and the case was closed by cts.